Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 420 mg/dl. For treatment, the patient was given 10 units of insulin and activated a new pod. The patient was at the hospital overnight. The pod was worn not worn, due to not communicating during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.